Event description:
A medical secretary reported a pt with no visual improvement following intraocular lens (iol) implant surgery. The lens was explanted. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 12/19/2008.